Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2008; inratio: 1.2; lab: 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test wtih lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.2; lab: 2.4; mean: 1.8; confidence limits: 1.3-2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The intratio value was outside the confidence limits for inr testing. Products will be tested.